Manufacturer narrative:
This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Reported in maude: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. This report is for unknown screws. This is report 2 of 2 for (B)(4).